Event description:
Caller states during a correlation study the following results were obtained: coaguchek s system 2/coaguchek xs system. Patient 1: 1.1 inr/2.5 inr; patient 2: 4.2 inr/3.2 inr;patient 3: 2.4 inr/3.2 inr; patient 4 1.7 inr/2.2 inr; patient 5 2.0 inr/2.8 inr; coaguchek s system 2/coaguchek xs system: patient 6: 6.7 inr/4.8 inr; patient 7: 6.3 inr/4.7 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with a1 patient for suspect device in coaguchek s system 1. Referecne medwatch with a1 patient for suspect device in coaguchek s system 2.